Event description:
Customer's spouse reported via phone, the insulin pump had alarmed button error and they can't clear it. Customer's blood glucose was 160 mg/dl. Customer's spouse didn't recall any significant event which may have cause the device to alarm. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's spouse agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with no button response and it alarmed button error due to the corroded keypad traces. The device was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads.